Event description:
It was reported that the ilet displayed an ¿unable to proceed¿ during a supply change and later issued alert 38 indicating consecutive stalled motor while the user was at rest; restart attempts did not resolve the condition, and during a dry run the user heard clicking with no observable piston movement. Symptoms included no reported adverse clinical effects. Outcomes included uninterrupted glycemic management using backup therapy. Investigation included guided troubleshooting, inspection of notifications, removal and reinstallation of supplies, and a dry run that reproduced motor clicking without piston travel. Investigation of this case revealed a device motor stall consistent with an internal pump drive or piston actuation issue. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.